Event description:
It was reported to boston scientific that the injection gold probe bipolar catheter would not activate. An endostat ii was used; tried multiple settings (setting were not reported). The probe would not conduct energy, therefore, coagulation could not be performed with this device. The procedure was completed with an apc (argon plasma coagulation) machine. The patient is reported to be fine.